Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after a cerebral vascular embolization using a 6f sheath. Reportedly, the foot of the device was deployed, and the plunger was pushed (depressed) all the way although heavy resistance was noted. Then the plunger could not be pulled back. As the foot did not return to its original position by retracting the lever, the physician managed to return the plunger to the position before pushing it in, and then retracted the lever to confirm that the foot had been retracted before pulling out the device. There was difficulty removing the device, but it was able to be removed slowly. Wire access remained so the guide wire was re-inserted, and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot was could not be confirmed as the foot was observed to have functioned as expected. The reported difficulty removing the plunger and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the foot of the device was deployed, and the plunger was pushed (depressed) all the way although heavy resistance was noted. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle suture mediated closure device against resistance until the cause of the resistance has been determined. The reported resistance encountered deploying the plunger appears to be related to interaction with the patient calcification. Based on the returned device analysis, the returned device condition indicates the foot lever was closed prior to removal of the plunger such that an interaction with the internal components contributed to the observed damage to the follower. The damage to the follower component would have contributed to the reported resistance retracting the plunger. This damage would also prevent the foot from properly closing thus contribute to the reported difficulty closing the foot and subsequent difficulty removing the device from the anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 2983 added.